Event description:
It was reported that when using the bd pyxis¿ es server, it had a multiple orders delay issue. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple orders were delayed in the station. The technical support specialist (tss) ran a report to locate the order entry using the order ID and verified that the order existed with the correct patient and station details. The tss queried the server database for order messages and compared the ¿event time¿ and ¿time processed¿ values. All entries were processed within 10 seconds, indicating no lag or errors. The tss confirmed that the order times were consistent across systems. Then, the tss intimated the findings with the customer and updated for case closure. The system functioned as intended after the technical support specialist troubleshot the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, it had a multiple orders delay issue. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.